Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy. Products not revised: 1-product ID: pha00240, profemur® z femoral stem size 5 cementless, lot number: ni, qty: 1. 2-product ID: pha01202, profemur® neck neutral short, lot number: ni, qty: 1.

Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris revision njr number: 4914788 side:r primary asa: p1 - fit and healthy products not revised: 1-productid: pha00240, profemur® z femoral stem size 5 cementless, lot number: 058595929, qty: 1. 2-productid: pha01202, profemur® neck neutral short, lot number: 048583129, qty: 1. Additional information received on 9/15/2022: it was stated from UK njr that this looks to be a same day bilateral so there are two sets of implants. However, one set of implants regarding primaryprocedureid # 612754 has an unrevised status. Review of initial documentation provided from njr (excel document) confirms that the set of implants regarding primaryprocedureid # 612754 are not revised. Excel document shows no alleged complaint against the unrevised implants. Unrevised products for primaryprocedureid # 612754 are: 1-productid: pha00240, profemur® z femoral stem size 5 cementless, lot number: 058608693, qty: 1. 2-productid: pha01232, profemur® modular femoral neck, lot number: 048577534, qty: 1 3-productid: 38ha4652, conserve® thin shell ha coated 46mm ID 52mm od beaded, lot number: 018480873, qty: 1. 4-productid: 38014600, conserve® bfh® head 44mm medium neck, lot number: 068605243, qty: 1.